Manufacturer narrative:
Vyaire file identification: pc-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator occurred motor fault, low peak inspiratory pressure (pip) and low minute ventilation (ve). The customer confirmed that there was no patient involvement associated with the reported event.